Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) was released from the delivery catheter prematurely, and it was noted that the tethers on the catheter failed to align, which contributed to the event. The rvlp was left embolized in the inferior vena cava. The rvlp was retrieved and implanted eventually using an alternate delivery catheter near at hand. There were no patient consequences.